Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported their v60 ventilator was damaged during a move. The screen was cracked and the device alarmed with an error code 1007. There was no report of patient harm.